Event description:
A clinic manager contacted (B)(6) customer service to report that a patient had a catheter malfunction. The catheter has been replaced on one patient twice and the other two patients are having to use cathflo activase regularly since using defencath. Patient code: 4580. Device code: 3023. Reference report: mw5182254. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".